Event description:
It was reported that the right ventricular (rv) lead was repositioned due to dislodgement, high capture thresholds and stimulation. Following the rv lead repositioning, the patient developed pocket infection. The right atrium (ra) lead, rv lead and defibrillator were removed and returned to medtronic for disposal. A new ra lead, rv lead, and defibrillator were implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the right ventricular lead was repositioned due to dislodgement, high capture thresholds and stimulation. Following the lead repositioning, the patient developed pocket infection. The lead was removed and a new lead implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. The defibrillation conductor was distorted; the inner tubing was kinked/buckled. The outer overlay tubing was breached by a cut. There was blood in/on the helix/lobe mechanism and helix/lobe mechanism (sleevehead). Tip seal observation and apparent explant damage.